Event description:
The customer reported a leak at the probe of the cytomics fc500 flow cytometer system. The volume of the leak was about 1 ml and was contained within the instrument. No biohazard exposure to open wounds or mucous membranes was observed. No erroneous results were generated.

Manufacturer narrative:
Upon fse investigation on site, no leaks were noted coming from underneath the insertion rod of the flow cell. However a back flush was noticed as sheath was seen to have leaked from the sampler head. The vacuum regulator needed to be replaced as the system was failing the sample leak test and an intermittent tube up/down error was noticed. The sample probe, the pick up tubing, and the sample head were replaced. (B)(4).